Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly by lumenis. Three (3) attempts have been made by two (2) calls and one (1) email to obtain: patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported on an adverse event involving one(1) patient used a lumenis lightsheer et. No report of serious injury or medical intervention has been received except for the initial report from the user facility.